Event description:
I ordered a snorerx mouthpiece from their website: http://ww.snorerx.com/index.php. When I received it and read the enclosed brochure, I saw it is contraindicated for people who have had dental implants in the last year, which I have had. That info is not on the website. Also, and what I think will be more important to the FDA, the brochure contains the following statement: "caution: federal law restricts this device to sale by, or on the order of, a physician." As you can see from the website, anyone can order the device without a prescription.